Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia on (B)(6) 2021. Customer was diagnosed with low blood glucose of 2 mmol/l but when they admitted to the hospital her blood glucose level was 5.1 mmol/l. Customer alleged on insulin pump for possible over delivery. Customer reported that her doctor said her insulin pump was malfunctioned. Customer reported that she had high blood glucose before low blood glucose incident. Customer was treated with intravenous insulin drip at hospital, glucagon and they also treated their low blood glucose with glucose tablets. Customer had been using insulin pump system within 48 hours of reported low blood glucose. Customer was using auto mode feature at the time of reported low blood glucose level. Reservoir will not be returned for analysis.